Event description:
Implant date: 1999. Pt complained of difficulty swallowing. Post operative discovery of plate and screws back-out. It is reported that the pt's esophagus has "scarred onto the plate". Not reported to have been explanted.